Event description:
It was reported that during pre-cardiopulmonary of the device for a cardiopulmonary bypass procedure (cpb), the perfusionist received a "service pump" message on the centrifugal local display with no audible tone. The perfusionist powered down the unit and powered back up, and the message disappeared. After further discussion with the field service representative (fsr), the perfusionist elected to change out the centrifugal control module prior to cpb. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.